Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); model/catalog description:  infinion cx lead kit, 70cm. Model number/catalog number: sc-4318; batch/lot number: 21702867; model/catalog description:  clik x anchor sterile kit.

Event description:
A report was received that the patients wires had moved and popped out. It was also noted that the patient was experiencing inadequate pain relief. The patient will undergo a revision procedure of the lead and anchor site.